Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was readmitted for elevated lactate dehydrogenase (ldh) levels and heart failure symptoms. A ramp study will be performed and the patient will be monitored.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.